Event description:
It was reported that the user experienced recurrent low glucose readings while using the ilet, expressed concern that the pump was ¿dumping¿ insulin with visible microdoses and elevated insulin on board, and requested guidance on whether to disconnect or pause the pump; review indicated hypoglycemia followed by overtreatment with high-carbohydrate intake that led to rapid hyperglycemia and subsequent automated correction dosing. Symptoms included hypoglycemia reaching 66 mg/dl. Outcomes included transient impact to daily functioning due to frequent lows and anxiety, with stabilization of glucose by the end of the interaction and no hospitalization. Investigation included review of reported glucose trends, dosing history, and education on treating lows according to alerts and avoiding overcorrection; the user was directed to seek clinical guidance regarding target adjustments. Investigation of this case revealed that automated microdosing was consistent with adaptive basal and correction behavior and that the pattern of over-treating hypoglycemia likely precipitated rebound hyperglycemia and further automated corrections. It was concluded, based on previously established findings for similar reports, that the cause was user management of hypoglycemia leading to glucose variability rather than a device malfunction.